Event description:
It was reported that the o-ring became detached from the cartridge. Customer was able to reattach the o-ring to the cartridge and continue using it for insulin therapy. There was no adverse impact to the customer's blood glucose level.